Manufacturer narrative:
This report is submitted on october 2, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2018 was filed inadvertently. There was no infection as previously reported. This report is filed on november 7, 2018.